Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a cartridge change, a medium sized air bubble was noted in the luer lock of the cartridge. The customer's blood glucose (bg) level was not impacted. It was indicated that the customer would monitor bg level and change the tubing if needed.

Manufacturer narrative:
Brand name, common device name.